Event description:
The event is reported as: the customer alleges having difficulty passing a 6 fr ballard catheter through the endotracheal tube. Resistance is met at the tip of the endotracheal tube. One baby was re-intubated because of this issue. No report of pt injury.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.